Manufacturer narrative:
Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The complaint sample was evaluated and the reported event was confirmed through physical evaluation. The returned implant and packaging confirmed that the inner foil oxygen barrier lid adhesive transfer to the cavity seal is unacceptable. Evidence of adhesive was found around the entire cavity flange and lid. The product was sent to analytical testing for identifying debris in the seal. From testing it was noted that, ¿the ftir spectra of the debris are consistent with an acrylic adhesive similar to what was used to seal the cavity tray and lid. The exact identity of debris could not be determined.¿ the device history records were reviewed and no discrepancies were identified. At the time that this part was packaged, controls were in place per a sterile implant and instrument packaging operating procedure, showing that test samples must be evaluated: at the beginning of each order and at the end of each order; and the material analysis of seal area is consistent with adhesive used during packaging. Even though the returned product was not accepted per visual requirements of the seal, the root cause for the reported issue cannot be determined at this time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). (B)(6). The complaint device has not been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported during surgery, when opening the implant the inner packaging was damaged. The inner seal was damaged and there was scratches on the surface. Attempts have been made and no further information has been provided. No adverse events have been reported as a result of the malfunction.